Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7083841/7084017.

Event description:
It was reported that the patients implantable pulse generator (ipg) was partially coming through the skin, and the incision site was infected. The physician believed that it was related to patients foot infection that travelled to the battery site. The patient underwent explant procedure, and the explanted devices will not be returned as they were disposed by the facility.

Event description:
It was reported that the patients implantable pulse generator (ipg) was partially coming through the skin, and the incision site was infected. The physician believed that it was related to patients foot infection that travelled to the battery site. The patient underwent explant procedure, and the explanted devices will not be returned as they were disposed by the facility. Additional information was received that the patient was doing well postoperatively.